Event description:
It was reported that pump experienced malfunction with code malf 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.